Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The device was fractured on the distal end of the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). A determination for further investigation has been initiated. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robotic esophagectomy and ¿it was reported that the tip of the trocar broke during the surgery. All of the identified debris has been removed from the patient body, but there may still be some residue left behind. This device was used in surgery for esophageal cancer using the da vinci, and the chest was punctured from the intercostal space. The device did not come into contact with the da vinci port, and the doctor was accustomed to using this product and used it as usual, and it was confirmed that it was damaged.¿ the procedure was completed with an alternate same device. After further assessment, it was found that "they think that the debris had be removed from the patient body. But the possibility of the broken piece remaining in the patient body cannot be ruled out." The port that fragmented, "was used with ligasure, harmonic and laparoscopy forceps." The da vinci, ligasure, harmonic and laparoscopy forceps will be listed as concomitant devices. No medical/surgical intervention or extended hospitalization was reported. This report is being raised on the basis of injury due to fragmentation that may have been left in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robotic esophagectomy and ¿it was reported that the tip of the trocar broke during the surgery. All of the identified debris has been removed from the patient body, but there may still be some residue left behind. This device was used in surgery for esophageal cancer using the da vinci, and the chest was punctured from the intercostal space. The device did not come into contact with the da vinci port, and the doctor was accustomed to using this product and used it as usual, and it was confirmed that it was damaged.¿ the procedure was completed with an alternate same device. After further assessment, it was found that "they think that the debris had be removed from the patient body. But the possibility of the broken piece remaining in the patient body cannot be ruled out." The port that fragmented, "was used with ligasure, harmonic and laparoscopy forceps." The da vinci, ligasure, harmonic and laparoscopy forceps will be listed as concomitant devices. No medical/surgical intervention or extended hospitalization was reported. This report is being raised on the basis of injury due to fragmentation that may have been left in the patient.